Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was determined, the culture result of citrobacter koseri suggests that a breach in aseptic technique or transmigration of the organism occurred. This organism is part of the normal gastrointestinal flora in humans. It¿s an opportunistic pathogen in immunocompromised individuals. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.

Manufacturer narrative:
Correction: h6 clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was determined, the culture result of citrobacter koseri suggests that a breach in aseptic technique or transmigration of the organism occurred. This organism is part of the normal gastrointestinal flora in humans. It¿s an opportunistic pathogen in immunocompromised individuals. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was determined, the culture result of citrobacter koseri suggests that a breach in aseptic technique or transmigration of the organism occurred. This organism is part of the normal gastrointestinal flora in humans. It¿s an opportunistic pathogen in immunocompromised individuals. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion could not be reached and a cause could not be confirmed.